Manufacturer narrative:
Device is a combation product.

Event description:
It was reported that the patient experienced chest pain. A 3.00 x 38mm synergy drug eluting stent was advanced for treatment. However, the device failed to cross the lesion and the patient continue to have chest pain.